Manufacturer narrative:
This product is no approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside the united states. Good faith effort attempts were made to try and retrieve additional details regarding the reported event; however, further information was unable to be obtained at this time. This investigation will be updated should further information be provided. This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this atrial lead was an attempted implant. Pacing therapy was not delivered during implant testing and a conductor coil fracture was identified. A replacement lead was successfully implanted. The lead is expected to be returned for evaluation. No adverse patient effects were reported. It was reported that this lead was replaced with a competitive lead. No adverse patient effects were reported.

Event description:
It was reported that this atrial lead was an attempted implant. Pacing therapy was not delivered during implant testing and a conductor coil fracture was identified. A replacement lead was successfully implanted. The lead is expected to be returned for evaluation. No adverse patient effects were reported. This product is expected to be returned for evaluation.

Manufacturer narrative:
This product is no approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside the united states. Good faith effort attempts were made to try and retrieve additional details regarding the reported event; however, further information was unable to be obtained at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that this atrial lead was an attempted implant. Pacing therapy was not delivered during implant testing and a conductor coil fracture was identified. A replacement lead was successfully implanted. The lead is expected to be returned for evaluation. No adverse patient effects were reported. This product is expected to be returned for evaluation. Good faith effort attempts were made to try and retrieve additional details regarding the reported event; however, further information was unable to be obtained at this time. This investigation will be updated should further information be provided. It was reported that this lead was replaced with a competitive lead. No adverse patient effects were reported.

Manufacturer narrative:
This product is no approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside the united states. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to confirm the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.